Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized at present and was treated with unspecified drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information was available.